Manufacturer narrative:
H10: as the lot number for the device was not provided, therefore, a lot history review could not be performed. The device was returned to the manufacturer for evaluation. Therefore, the investigation is confirmed for device detachment and dislodged marker bands; however, the investigation is inconclusive for retraction issue and balloon rupture. A definitive root cause could not be determined. The device is labeled for single use. H10: g4, h6 (device: 1546). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model atg80186 pta balloon dilatation catheter allegedly experienced balloon detachment, retraction issue, marker bands not in location and material rupture. This information was received from one source. This malfunction involved one patient with no consequences. The patient is a 53 year old male weighs 210 lbs.

Manufacturer narrative:
For the one malfunction, as the lot number for the device was not provided, a lot history review could not be performed. The sample was returned to the manufacturer for inspection/evaluation. The company is still investigating the issue at this time. Device (unraveled material - 1664).

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model atg80186 pta balloon dilatation catheter allegedly experienced balloon detachment, retraction issue, marker bands not in location and unraveling fibers. This information was received from one source. This malfunction involved one patient with no consequences. The patient is a (B)(6) year old male weighs (B)(6) lbs.